Event description:
Study of the femoral-peroneal graft involving the use of a 3.0 x 15 mm angiosculpt on the peroneal anastomosis. After the angiosculpt was prepped, an attempt was made to load it on an 0.014" bmw guide wire that had been wiped. The transition was not smooth. Thus, they took the angiosculpt off of the guide wire and noticed that the distal tip was detached from the catheter, but remained on the guide wire. Both the distal tip and the catheter were successfully retrieved. There was no patient injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that a segment of the distal tip was detached from the rest of the catheter. The detached segment of the distal tip measure approximately 3 mm in length. Corrective action has been taken to address the observed failure mode.